Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The husband reported via phone call that the customer received a motor error alarm during a prime. The husband also reported the insulin pump would not go past filling the line. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.